Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was implanted using a 14f amulet delivery sheath. No pericardial effusion was noted prior to the procedure. The transseptal puncture was performed at an inferior/mid-anterior location, and the left atrial pressure at the time of the procedure was 8 mmhg. A versacross wire was placed in the left atrial appendage (laa) during the procedure. The device was partially recaptured three times, and the patient¿s rhythm was paced. The patient¿s activated clotting time (act) during the procedure was greater than 400 seconds. Approximately 16 hours post-implant, on (B)(6) 2025, the patient developed pericardial effusion with tamponade. A pericardial window was performed. The patient¿s condition continued to decline throughout (B)(6) 2025, and they were taken back to the operating room. The laa was found intact; however, a pulmonary artery (pa) injury was identified and patched, as reported by the laao coordinator. The physician concluded that cardiac tamponade was present and noted no other symptoms prior to the event. The physician believes the cause of the pa injury is unknown, as no damage to the laa was found during surgery. The implanting physician believes the pericardial effusion was potentially related to the transseptal puncture (tsp) or the device, but if not device-related, the cause was tsp. The CT surgeon stated that the injury was related to pa injury but no laa perforation was found. The patient expired on (B)(6) 2025. The cause of the death was not disclosed but was reported that the patient decompensated after surgery for the repair of pulmonary artery. The implanted does not classify this death as being related to the implanted device, or related procedure, but for due to the complications after surgery to repair pulmonary artery injury.

Manufacturer narrative:
It was reported that the patient developed pericardial effusion with tamponade approximately 16 hours post amulet device implant. The patient¿s condition continued to decline and was taken back to the operating room. A pulmonary artery (pa) injury was identified and patched. Four days later the patient passed away, and the cause of the death was not disclosed but was reported that the patient decompensated after surgery for the repair of pulmonary artery. Information from field indicated that the device was partially recaptured three times during amulet procedure, and the patient¿s rhythm was paced. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Requests were made for additional procedural details surrounding the case (e.g., operative notes, procedure imaging), however this information was not supplied by the site. Based on the information available, it is difficult to determine with certainty the exact cause of the reported patient effects of pericardial effusion, cardiac tamponade and pulmonary artery injury, including whether the amulet device contributed to the pericardial effusion. It is possible that operational difficulties (multiple recaptures) may have contributed to reported patient effects. Based on the information available and medical review, the reported patient death appears to be related to complication from surgical repair of pulmonary artery. The surgical interventions were result of pericardial window performed due to pericardial effusion, and surgical repair of injury. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was implanted using a 14f amulet delivery sheath. Approximately 16 hours post-implant, on (B)(6) 2025, the patient developed pericardial effusion with tamponade. A pericardial window was performed. The patient¿s condition continued to decline throughout (B)(6) 2025, and they were taken back to the operating room. The left atrial appendage (laa) was found intact; however, a pulmonary artery (pa) injury was identified and patched, as reported by the laao coordinator.